Manufacturer narrative:
(B)(4). Concomitant products: the patient's medications include; simvastatin, metoclopramide, amlodipine and imitrex.. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2016, the patient underwent an endovascular procedure with gore® excluder® aaa endoprostheses. It was reported, as the internal iliac component was being advanced through a 12 fr cook sheath resistance was encountered and it was not possible to advance the device into the internal iliac artery. The physician reportedly used extreme force in an attempt to advance the device into position for deployment. Reportedly, the delivery catheter broke at the trailing olive junction causing the device to prematurely deploy within the sheath. The deployed endoprosthesis was removed within the sheath from the patient. Another device was advanced and deployed with no issue to complete the procedure with no adverse event to the patient. It was reported there was nothing about the patient¿s anatomy that may have caused or contributed to the event, and the procedure was being performed within instructions for use. Reportedly, the physician stated the cook sheath may have been too undersized to accommodate the device. The device is being returned to gore for evaluation.

Manufacturer narrative:
Evaluation summary - the gore® excluder® iliac branch endoprosthesis was returned to gore and an engineering evaluation performed. According to the evaluation, the device was returned with the delivery catheter broken at the trailing olive, and the polyimide guidewire lumen had pulled out of the trailing olive bond. The imprint of the polyimide guidewire lumen was seen inside the trailing olive, showing that the polyimide had been bonded to the trailing olive. The end of the deployment line was extending out of the catheter and the deployment knob was observed screwed into the catheter. The findings from the evaluation are consistent with the reported observations of catheter separation. The root cause for the premature deployment was the broken leading end of the catheter. The root cause for the broken leading end of the catheter could not be determined with the currently available information. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), do not continue advancing any portion of the delivery system if resistance is felt during advancement of the guidewire, sheath, or catheter. Stop and assess the cause of resistance. Vessel or catheter damage may occur.